Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported poor communication on the patient programmer. Communication was not possible with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was about 2 weeks prior to the report. The last successful recharge session was about 2 weeks prior to the report. At the time of the report, the patient was getting the reposition antenna screen on the insr and a poor communication screen on the patient programmer. It was noted the patient did not use the antenna and just held the patient programmer against his implant. The patient said that he thought the implantable neurostimulator (ins) battery could have shifted a little bit and maybe migrated. It used to be by the patient's belly button, but now it shifted left. The patient thought the battery started shifting about a year prior to the report and then clarified it happened sometime in 2015. Relevant medical history included peripheral neuropathy, degenerative disc disease, and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.